Event description:
As reported by the sales rep, during the index procedure, the physician deployed a cypher us rx 2.25 x 13, the stent came off the balloon and the patient expired. The patient was a (B) (6) male. The patient has a history of CABG (1993), previous percutaneous coronary (2006), peripheral, and renal stenting. The target lesion location was the left main. The vessel was described as very tortuous. There is no information as to the exact location of the target lesion. It is unknown if the lesion was pre-dilated. It was noted that the product looked normal when removed from the packaging and no anomalies were noted during prep. When the physician attempted to advance the cypher stent through a previously placed stent in the left main, there was resistance. When attempting to withdraw the sds, the stent became caught on the previously placed stent and dislodged. While the physician attempted to snare the device, the vessel occluded causing a myocardial infarction. The patient subsequently expired on the table. The physician believes that the event was not a device failure but caused by the previously placed stent in the left main.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from a sales representative indicated that a 2.25mm x 13mm cypher stent dislodged during an attempted coronary artery intervention to the left main artery and the patient expired. The patient's medical history was significant for coronary artery bypass graft surgery in 1993, previous percutaneous coronary intervention in 2006, peripheral and renal stenting. The target lesion was in the left main artery. The vessel was described as very tortuous. There is no information as to the exact location of the target lesion. It is unknown if the lesion was pre-dilated. It was noted that the product looked normal when removed from the packaging and no anomalies were noted during prep. When the physician attempted to advance the cypher stent through a previously placed stent in the left main there was resistance. When attempting to withdraw the sds the stent became caught on the previously placed stent and dislodged. While the physician attempted to snare the device the vessel occluded causing a myocardial infarction. The patient subsequently expired on the table. The physician believes that the event was not a device failure but caused by the previously placed stent in the left main. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent dislodgement is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the reported event. There is no indication of a design or manufacturing related issue therefore, no corrective action is required.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was implanted on (B) (6) 2007. On (B) (6) 2010, the device declared elective replacement indicator due to a charge time of 20.7 seconds. Premature battery depletion was suspected. The device was to be replaced in the near future. No adverse patient effects were reported.